Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying inaccurately low readings compared to his feelings or normal results and reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated = the alleged issue occurred on (B)(6) 2013 'all day.' The reporter stated the patient obtained readings of '70-80mg/dl' with blood and readings of '90 and 118 mg/dl' with control solution. The reporter stated the patient uses self adjusting insulin to manage his diabetes. The reporter stated on (B)(6) 2013 at lunch and dinner time, the patient had less insulin than usual 2.5 units to 1.5units. The reporter stated a few hours after the issues occurred, the patient developed symptoms of feeling 'thirsty.' The reporter stated the patient received no treatment in response to his symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. However a control solution test was not run since the patient's control solution was expired. The patient's test strips were in good condition. The patient's testing steps were in good condition. The patient was using the correct control solution. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged issue, the patient reduce his usual dose of medication and developed symptoms suggestive of hyperglycemia. (B)(4).

Manufacturer narrative:
(B)(4). ((B)(4) 2013) device evaluation: the subject meter and control solution were returned to lfs on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint was not confirmed. The control solution did not require testing. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lfs considers this matter closed.